Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "bactec fx 40 - false positive for clinical use, no adverse effects."

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6)). Customer inquired about false positive issues on their instrument. A field service engineer (fse) was dispatched and found the instrument and tablet were not connected. The fse reconnected the tablet software and the instrument resolving the issues. The root cause was software connection issue. This is a confirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to connection issues. Complaints for tablet issues are within statistical control for the month of april 2022. The upper control limit was not breached. Quality will continue to monitor the tablet issues complaints for bactec fx40 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrmbactecinstraph rev 15 the potential risk of the reported failure mode is user inconvenience , which is an s1; reference row ID 13.13.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: "bactec fx 40 - false positive. For clinical use, no adverse effects."